Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 550cc mentor memorygel breast implant (left) and a 475cc mentor memorygel breast implant (right) experienced postoperative bilateral capsular contracture (grade unknown) and left-sided rupture. Initially, the diagnosis of the left-sided rupture and capsular contracture was confirmed by a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 550cc mentor memorygel breast implant (catalog #:3505504bc, left serial #: (B)(4)) for the left side on (B)(6) 2019. After the revision surgery, her surgeon noted that the patient experienced bilateral capsular contracture. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.